Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they tried to increase the stimulation and saw a low battery indicator for the programmer. It was noted that the patient had just changed the programmer batteries a week ago but now got the low battery indicator. The patient stated that the programmer had been going through batteries, about every week, since (B)(6) 2017. It was recommended the patient use (B)(6) or (B)(6) batteries. No symptoms were reported. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The following event is considered a sudden change in therapy/symptoms. Patient has experienced a loss or change of therapy. Patient wanted to increase stimulation because they couldn't feel stimulation and called because they saw the change batteries screen on their patient programmer (pp), but didn't know what it meant. It was reviewed that the patient needs to change the aaa batteries before they can use their pp. No further patient complications have been reported as a result of this event.